Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: ¿do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.¿ h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's pump was exposed to x-rays. Customer reverted to an alternate pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.